Event description:
It was reported that one nrg transseptal needle was selected for being used, however, puncture could not be performed even after multiple energizations. Since there was no bubble, it was determined that puncture could not be performed with this needle. No error codes were displayed, cable was replaced, but there was no improvement, however the device was replaced, and the event was resolved. Multiple punctures with energization were attempted. No adverse event occurred.

Event description:
It was reported that one nrg transseptal needle was selected for being used, however, puncture could not be performed even after multiple energizations. Since there was no bubble, it was determined that puncture could not be performed with this needle. No error codes were displayed, cable was replaced, but there was no improvement, however the device was replaced, and the event was resolved. Multiple punctures with energization were attempted. No adverse event occurred. The device is not expected to return for laboratory analysis since it was discarded in facility.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of failure to cross septum. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: after performing a device history record review for the found lots, it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the nrg transseptal needle device confirmed that the event of failure to cross septum is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.